Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient involved in a clinical study underwent a breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient suffered from an encapsulated breast. No baker grade rating or the affected side (left or right breast) was provided. As a result, the patient underwent bilateral removal and replacement with undisclosed implants on an undisclosed date. The date of event was provided to mentor as a best estimate. Since the affected breast is unknown, both serial numbers are being provided for the two device as (B)(4).

Manufacturer narrative:
On february 07, 2024, mentor received the following additional information. The patient was diagnosed with baker grade iii capsular contracture of the right breast in which the patient underwent a surgical intervention to resolve. Afterwards, she was diagnosed with bilateral baker grade iii capsular contracture of the breasts in which the patient underwent a surgical intervention to resolve. There was no implant removal or replacement reported. As an event for the contralateral side was indicate, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-02442 for the contralateral event. As this report is being updated to represent the left implant device, the serial number was updated. Serial: (B)(6). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).